Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the surgeon noted a scratch shaped like a star in the lens optic. The iol was replaced with a same model lens during the same surgical procedure. The incision was enlarged. Additional information was received from the surgeon who reported that the visual acuity was "not controlled" [visual acuity reduced]. He indicated the event continues and the outcome is unknown.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was observed. The lens had dried solution and the optic was torn/split (possibly cut) and was scratched. Results from the product history record review indicated the product met release criteria. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. There have been no other complaints for this lot. Investigation has been completed based on current information. Additional information was requested and received. (B)(4).